Manufacturer narrative:
(B)(4). Batch # n55h7a. The analysis results showed that one ecr60d reload was received unfired. Upon further inspection of the reload, the one-piece sled was found damaged. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a radical gastrectomy for gastric cancer procedure, the device could not fire on the second firing with the cartridge. The surgeon pulled the manual lever and removed the device from the tissue. Another like cartridge was used to complete the procedure. There was no adverse consequence for the patient reported.